Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vasoview hemopro endoscopic vessel harvesting system cannula detached in the pt's leg. It was retrieved from the original incision with no other pt effects reported. A new kit was used to complete the procedure. The product is returning. On august 9, 2010, received info that user facility medwatch report#: 0501970000-2010-8002 was filed for this event.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).